Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the delivery system deflection button was broken. The physician was difficult to position within the patient. An alternate system was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full delivery system was returned and analyzed. The analysis indicated that the delivery system outer shaft was bent. The articulation of the delivery system was out of plane. The articulation curve of the delivery system did not meet specification. The lumen of the delivery system was damaged. Visual analysis of the delivery system indicated damage during use. The analyst noted the full delivery system was returned with the device intact in the device cup. The outer shaft is bent at 5.3 cm from the distal end of the delivery system. If information is provided in the future, a supplemental report will be issued.